Event description:
It was reported that the sevoflurane vaporizer in the anesthesia workstation did not work correctly. The vaporizer is the unit containing anesthetic agent in the anesthesia workstation. When the vaporizer was received for investigation, it was found that the vaporizer had a yellow/brown residue on the inside. There was no patient involvement. Manufacturer's reference #: (B)(4).

Manufacturer narrative:
The investigation of the returned sevoflurane vaporizer with part number 6682282 and serial number (B)(6), has been completed. The performed investigation and analysis of the observed discoloration/corrosion (yellow/brown residue) inside the vaporizer have revealed a chemical degradation of sevoflurane, resulting in formation of hydrogen fluoride within the vaporizer. A root cause investigation on affected vaporizers has concluded that the presence of hydrogen fluoride is due to sevoflurane in contact with anodized aluminum with cold sealing leading to degradation of the anesthetic agent. The vaporizers are assembled with several parts, of which some are manufactured from aluminum. The aluminum parts undergo a surface treatment step, anodization. Most of the aluminum parts in the affected vaporizers comprise of cold sealed aluminum. To prevent this from occurring, a change will be implemented on affected vaporizers. The change consists of a switch from cold sealing anodization to hot sealing anodization. New vaporizers will be produced with hot sealed anodized aluminum parts. The field safety corrective action has been initiated with the aim to remove all the concerned vaporizers from the field. The removing of the concerned vaporizers is expected to be completed on 06/13/2025. Corrected data: the UDI information is not available since the device was manufactured before 2015, before implementation of UDI in manufacturing.

Event description:
Manufacturer's reference #: (B)(4).